Event description:
N/a.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : h6 ( component codes ).

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1 event site name is (B)(6). Updated fields: b4, d9, e1(initial reporter), e2, e3, g2, g3, g6, g7, h2, h3, h11 , d10 , d5 , h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit on-site, and no fault was identified. The unit passed the pre use inspection as well as all manufacturer specified performance and safety tests. The unit was returned to the customer and is considered suitable for clinical use.

Manufacturer narrative:
Event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) had an automatic inflation malfunction. Patient involvement was reported, however no patient harm or injury occurred.